Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient product concern.

Event description:
Patient reported implants have leaked and afraid with the recall. This record is for the left side. Device remains implanted.